Event description:
It was reported that the patient presented to the emergency department. The patient received inappropriate shock and anti-tachycardia pacing (atp) therapy for ventricular fibrillation (vf). Upon review of the device interrogation, it was noted that the patient had previous episodes of vf, which was under-sensing by the device. The patient was symptomatic due to the prolonged vf event, experiencing a syncopal event. Programming changes were made. The patient was in stable condition.